Manufacturer narrative:
Physical sample investigation results: the complaint of a missing label from the dispenser box was confirmed and the cause appeared to be packaging related. Photographs and one dispenser box of 24g insyte autoguard units were provided for investigation. The dispenser box was missing the label that contains the product information and lot number. The unit packages were labeled correctly with the material number, lot number, and expiration date. The customer only identified one dispenser box with this issue and no other similar complaints were reported from this lot. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Event description:
No additional information.

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: insyte autoguard bc. Device failure: labeling concerns.

Event description:
Additional information: "the date of event was 09-16-2024 (date of discovery on our end)."

Manufacturer narrative:
Event date updated in b tab: investigation results: the complaint of a missing label from the dispenser box was confirmed and the cause appeared to be packaging related. A side by side comparison of two insyte autoguard dispenser boxes were provided for investigation in an email. A label was visible on one dispenser box but not the other. The unit packages, which were likely labeled correctly, were not shown in the image. The customer only identified one dispenser box with this issue and no other similar complaints were reported from this lot. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd iag bc pro global label information missing. The following information was provided by the initial reporter: in summary, 1 pack was received missing some critical labelling information with other product labelled I am reaching out to you from (B)(6) innovative medicine regarding a concern our distribution center. Has brought to our attention. The team recently identified a product that was missing critical product information label per the screenshot below. This product was received with some product that was labeled as material code 381012, batch 401706, expiry date 12/31/2026.